Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 557 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.